Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had an aic (automated impella controller) with power/shut down issues. The aic was pulled per IFU recommendations, and a backup console will be used. Not reportable. No harm or injury.

Manufacturer narrative:
Data analysis: aic logs showed that the audio server process had no heartbeat (failed). 3x partial resets did not revive the process, and once a full reset was performed the process was running again. See ic1254 aic logs complaint date. Device analysis: the console was investigated on an engineering lab bench. A long-term test with pump and purge was run, but there were no issues with the audio server process reproduced. Artificially killing (¿slaying¿) the audioserver process reproduced the partial reset symptom, but process was revived with only partial reset unlike the events in the field. The root cause of the unexpected console reboot was due to an audioserver process failure. The root cause of process failure was not determined due to the inability to reproduce. Before sending this console back to the customer, fs was instructed to replace the compact flash (2025-0019) cards as a precaution and perform a full functional check on the console and optical system (0042-7316).

Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06643 was provided in sections b1, b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.